Event description:
As reported by the user facility: machine gave degassing insufficient message during treatment as a result the heater shut off. Treatment was ended and the pt was shivering. Later in the evening the pt passed away. A trend file will be submitted by facility biomed personnel.

Manufacturer narrative:
The reporting facility has been contacted but no additional information has been provided regarding the event. Based on the reported event, it is not clear at this time if there was an association between the device and the pt outcome. Following the receipt of additional information and/or completion of the investigation a follow up report will be filed.